Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified flat creases, curved opening, yellow particles in shell, observed air pocket within the valve/disk-to-shell bond area (vv=2mm) that is out of specification and it is assessed as workmanship. Leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening due to unidentified(tear) opening, and an air pocket within the valve/disk-to-shell bond area assessed as workmanship.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.